Event description:
Caller reported a cgm error related to their g7 sensor. There was no adverse impact to the customer's blood glucose level. Customer was assisted by technical support, who provided guidance on how to reset the pump. After performing the pump reset, no further cgm error codes were displayed, and the customer successfully started their sensor session.